Event description:
Dealer called stating that the metal tubing of the leg extensions for the 6599 bariatric commode are allegedly coming through the rubber tips. Consumer is still using the product. No injury.